Event description:
Customer is requesting control solution because he does not believe the meter is reading accurately. He explained that each reading is within 15 points of another, but he is not happy with that result and believes that there is something wrong with the meter itself. I explained that this is how our meters are calibrated and sent him control solution and if the control solution proves his meter is not reading accurately or within range of the control solution, the issue will be taken from there.